Event description:
It was reported that the nurse verified the continuous 24-hour infusion blinatumomab (blincyto) 4.5 mcg in ns 270 ml chemo infusing at 10 ml/hr at 7:15 am. At 9:10 am, the nurse discovered that the pump module unexpectedly stopped infusing. According to do the documentation in the medication administration record (mar), the pump shut off at 7:39 am; therefore, blincyto was not infusing for 1 hour 31 minutes. It was noted by the patient's caregiver that the pump was beeping and they did not touch it. However, the nurse did not hear any beeping prior to discovering the pump stopped infusing. The pump is up-to- date on the inspection. It was later reported that the event was a medication error. There was no adverse event.

Manufacturer narrative:
The customer¿s reported complaint of the pump module stopped infusing was confirmed. The device was channeled off by the user. Testing shows the device is infusing properly. Inspection: it was reported that the pump module stopped infusing. An external and internal inspection of the customer¿s pump module exhibited the following: the bezel assembly date code was noted as july 2007. The sear was observed to be sticking and not moving freely. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with corrosion and unknown particles. The power cord was observed to be from a third-party vendor. Fluid ingress was observed under male and female iui rear case cavities. Fluid ingress was also observed under the platen assembly, membrane and below the air in line sensor assembly. No contamination was observed on the mechanism assembly. Overall, the internal components and cable connections were observed in good condition. The incident administration set was not returned and could not be inspected. Log analysis results: the event log showed the system was powered on at 08:24:12 pm on (B)(6) 2020. The profile in use was identified as ¿adult¿. Based on the logs, a guardrails drugs infusion of drug ID=508 was programmed on (B)(6) 2020 at 2:17:46pm, at drug amount of 4.5mg, diluent volume of 270ml, rate of 10ml/h and a vtbi of 240ml. The pump module infused until 10:41:00pm when the pump module alarmed air in line. The infusion was restarted at 10:42:22pm. The pump module infused until (B)(6) 2020 at 3:05:43am when the pump module alarmed air in line. The infusion was restarted at 3:08:43am. The pump module infused until 4:05:41 am when the pump module alarmed air in line. The infusion was restarted at 4:06:11am. The pump module infused until 4:46:25 am when the pump module alarmed air in line. The infusion was restarted at 4:47:37am. The pump module infused until 4:58:49 am when the pump module alarmed air in line. The pump module records a flow stop open for one second at 5:00:39am. The pump module registers the door closed at 5:00:40am and the infusion was restarted at 5:00:42am. The pump module infused until 5:00:45am when the pump module is paused. The infusion was restarted at 5:00:46am. The pump module infused until 6:46:30am when the pump module alarmed air in line. The infusion was restarted at 6:48:11am. The pump module infused until 6:48:14am when the pump module is paused. The infusion was restarted at 6:48:15am. The pump module is channeled off by the user at 7:39:01am. The total volume infused during the event was 171.893ml. Test results: test results from the timed rate accuracy test method performed on the source device confirmed the pump module is within specification and operating as intended. Root cause: the root cause of the customer¿s reported complaint that the pump module stopped infusing is believed to be user related, where the user channeled off the pump module. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review: a review of the device history record showed the device had a manufacture date of 20aug2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, information on admitting diagnosis, relevant history, race and ethnicity were not provided.

Event description:
It was reported that the nurse verified the continuous 24-hour infusion blinatumomab (blincyto) 4.5 mcg in ns 270 ml chemo infusing at 10 ml/hr at 7:15 am. At 9:10 am, the nurse discovered that the pump module unexpectedly stopped infusing. According to do the documentation in the medication administration record (mar), the pump shut off at 7:39 am; therefore, blincyto was not infusing for 1 hour 31 minutes. It was noted by the patient's caregiver that the pump was beeping and they did not touch it. However, the nurse did not hear any beeping prior to discovering the pump stopped infusing. The pump is up-to- date on the inspection. It was later reported that the event was a medication error. There was no adverse event.